Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the response buttons were not working properly. A patient service representative confirmed in the field that the rubber piece was missing on the front response button cover. Upon servicing at zoll, the monitor was unable to be programmed for testing. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (missing response button, cannot test) has been confirmed. As received, the front response button was missing. The cause for the inability to test the device is the missing response button. The root cause for the missing response button is likely physical abuse. No adverse event resulted from the damaged response button. The patient received a replacement monitor.